Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. File information provided indicated the use of an approved cartridge/handpiece combination. The product history records could not be reviewed for the associated cartridge because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. There were two viscoelastics indicated, only one of the two is a qualified solution for this combination. It is unknown which one of the two viscoelastics was used in the cartridge. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received. (B)(4).

Event description:
A practice administrator reported that during an intraocular lens (iol) implant procedure a small scratch was observed on the iol. The lens remains implanted. Additional information was received from the surgeon, who reported a blemish was noted on the intraocular lens (iol) postoperatively. According to the surgeon the performance of the device caused unclear vision and the iol was exchanged. The surgical coordinator reported the iol was exchanged with a different lens model and a half a diopter difference in power. Additional information has been requested.